Event description:
It was reported that during an unspecified endoscopic procedure the guide wire detached. The target lesion was in the common bile duct. A jag precursor 035/450 ss st guide wire had been inserted into the "tube" and resistance was encountered. An attempt was made to remove the guide wire then the tip of the guide wire detached and fell off "into the tube". The detached tip was able to be retrieved. It was reported that a stone "might" have been in the "tube". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.